Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrodes were past the recommended replacement timeframe. Per product labeling, the electrode should be replaced every 2 months or 9,000 tests. The field service representative determined the vacuum was not working in the internal standard bath and found the vacuum tubing was pinched. He adjusted the tubing to allow a free flow of air. He ran calibration and qc which passed.

Event description:
There was an allegation of questionable ise indirect gen.2 results for multiple patient samples from the cobas 6000 c 501 module. The customer repeated testing on another cobas c501 module. The results for patients 5 and 6 were reported outside of the laboratory and were later corrected. The sodium electrode lot number was i8777 with an expiration date of 20-sep-2021. The potassium electrode lot number was w0587 with an expiration date of 30-mar-2022. The chloride electrode lot number was d8216 with an expiration date of 30-nov-2021.